Event description:
It is reported that surgery was delayed 45 minutes after the bone cement failed to set.

Manufacturer narrative:
(B)(4). This bone cement is mfg at heraeus medical and distributed through zimmer orthopaedic surgical products. A sample of cement from the lot in question was tested at the supplier and the working properties of the cement were found to be within range spec. Additionally, this particular lot does not expire until april, 2011. Changes in temperature of the room, cement components, prosthesis, or mixing vessel, as well as variances in humidity or mixing technique, could have slightly altered the curing properties. Without further surgical detail, however, an exact cause of failure couldn't be determined. The alleged failure could not be reproduced.